Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance gradually increased from 50 ohms to 114 ohms. Boston scientific technical services (ts) was consulted and discussed possible causes of gradual increased shock impedance measurements. Twenty-two months later the clinic again contacted ts to discuss shock impedance measurements. Ts reviewed the remote home monitoring system and found that the shock impedance has been between 110 to 130 ohm range for the past year without significant rise in trending and there was an alert for the out of range measurements from two months earlier. Ts discussed that the daily shock impedance test can be sensitive to calcification around the coils. Ts further discussed that when delivered shock impedance measurements reach around 145 ohms that is when energy can be truncated. Ts recommended discussing the increased shock impedance measurements with an electrophysiologist to determine when further testing would be needed. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance gradually increased from 50 ohms to 114 ohms. Boston scientific technical services (ts) was consulted and discussed possible causes of gradual increased shock impedance measurements. Twenty-two months later the clinic again contacted ts to discuss shock impedance measurements. Ts reviewed the remote home monitoring system and found that the shock impedance has been between 110 to 130 ohm range for the past year without significant rise in trending and there was an alert for the out of range measurements from two months earlier. Ts discussed that the daily shock impedance test can be sensitive to calcification around the coils. Ts further discussed that when delivered shock impedance measurements reach around 145 ohms that is when energy can be truncated. Ts recommended discussing the increased shock impedance measurements with an electrophysiologist to determine when further testing would be needed. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected the device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead shock impedance gradually increased from 50 ohms to 114 ohms. Boston scientific technical services (ts) was consulted and discussed possible causes of gradual increased shock impedance measurements. Twenty-two months later the clinic again contacted ts to discuss shock impedance measurements. Ts reviewed the remote home monitoring system and found that the shock impedance has been between 110 to 130 ohm range for the past year without significant rise in trending and there was an alert for the out of range measurements from two months earlier. Ts discussed that the daily shock impedance test can be sensitive to calcification around the coils. Ts further discussed that when delivered shock impedance measurements reach around 145 ohms that is when energy can be truncated. Ts recommended discussing the increased shock impedance measurements with an electrophysiologist to determine when further testing would be needed. At this time the ICD and rv lead remain in service and no adverse patient effects were reported. The device was returned almost four years later with no further allegations. The device underwent analysis testing.